Manufacturer narrative:
D10: (B)(6) - 130-28-50 - gxl nuetral liner, g0 28mm ID. (B)(6) - 101-45-20 - 4.5mm drill bit 20mm. (B)(6) - 180-01-46 - cup, cluster-hole, 46mm group 0. (B)(6) - 164-13-09 - novation element ro s/o col sz 9. (B)(6) - 180-65-20 - alteon 6.5mm screw, 20mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00765, 1038671-2025-01475. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 41 months after a right total hip replacement procedure, the patient underwent a revision procedure to address eccentric polyethylene wear and osteolysis. Initial surgery and revision surgery operative notes were provided. Findings indicated extreme synovitis and metallosis, and the surgeon was able to remove the cup with his fingers. The surgeon performed a revision of the acetabular cup/liner and femoral head. Patient was taken back to the postanesthesia recovery room in a stable fashion. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected/ additional information. The following sections were corrected/added: h6: component code, type of investigation, investigation findings. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). The metallosis reported may have been due to unintended contact between the femoral head and the acetabular cup. Acetabular cup loosening may be an additional reason for the reported revision. However, the cause and sequence of events cannot be confirmed from the reported information because the revised devices were not available for evaluation and no images or radiographs were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.